Event description:
It was reported that the health care provider reached out to technical services (ts) for review and consultation of the presenting electrogram (egm). Upon review, it was noted oversensing, noise and pacing inhibition less than 2 seconds. Possible causes were discussed and troubleshooting options was recommended. Lead revision was recommended. The plan is follow up with the provider. Currently, this rv lead remains in service and no adverse patient effects were reported.